Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was not cooling. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not cooling. A field service engineer (fse) remoted in and found refrigerator was in range. Onsite customer verified that the issue was on customer site and resolved. The refrigerator had been unplugged. The system functioned as intended.